Event description:
The needle was removed from the package and was visably bent. This was repositioned and used. Then the following day, another needle was removed from the same box and this was very diffcult to penetrate the skin with, thus the target was off for a needle aspiration.